Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on steps to troubleshoot the issue, however, the caller declined troubleshooting. The customer changed supplies and resumed insulin therapy.